Event description:
A report has been received from a peritoneal dialysis patient who reported an alarm. The patient was able to clear the alarm however, cycler would not allow bypass. The patient discontinued the treatment and found a leak at the cassette. No sample. No report of patient ill effect.